Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the shaft got really hot in his fingers. Patient may have suffered minor burn on skin. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be activation of the probe during insertion or removal from the joint space, inadequate suction causing hot saline to leak from the joint space, fluid irrigation.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burned.